Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws and release a malformed clip. Then the device fed and formed twelve conforming clips according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Investigations have been initiated to address the potential root causes of bypass issues. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.